Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of liner exhibits damage on the rim feature and backside surface. Review of device history records identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products: 20123605 64571016 g7 longevity high wall 36mm e. 110010244 65028652 g7 osseoti 3 hole shell 52mm e. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02434.

Event description:
It was reported that the acetabular liner would not lock in to the acetabular shell. A liner of the same size would not lock in to the cup either. The cup was then removed and a new cup of a different size and liner were implanted, additional information on the reported event is unavailable at this time.